Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula was visible once the pod was removed; indicating the needle mechanism did not function as intended. The patient's blood glucose levels rose above 500 mg/dl. The pod was worn on the patient's abdomen for between 1 and 4 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. The device completed first and second prime in an expected number of pulses, and it was deactivated at 435 pulses. No damages were observed to the needle mechanism. The needle mechanism was reset, and it redeployed as intended. No faults were observed that would result in a needle mechanism failure.